Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): (B)(6) patient was revised due to infection.

Event description:
No new information. On (B)(4): serf rc-23-0124 patient was revised due to infection.

Manufacturer narrative:
Investigation conclusion : an event regarding infection (leading to revision) involving a bi mentum rk pe liner 28 53 was reported. The reported device is a serf product. The products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with serf specifications. Serf has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed.